Event description:
The account alleged when the pt positioning monitor alarms, the bed is not sending a call to the nurse's station.

Manufacturer narrative:
The account was asked to check pins 25-26 and 30-31 on the communication cable connection. The account replaced the communication cable to repair the bed.